Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the system was not receiving direct current (dc) power. The fse confirmed that the dc power supply (dcps). The fse replaced the dcps. The dcps was returned for failure analysis. Analysis found that the casing of the dcps casing was bent, the plastic protection plate was missing and 4 screws were missing from a printed circuit board. Additionally, the led lights indicating that the ac and dc powers were functional did not activate and the fan did not turn on either. After the dcps was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.